Manufacturer narrative:
The bhcg sample was collected in a plastic serum tube and centrifuged for seven minutes at 4000 rpm. The customer stated that they visually inspected the sample a few days after the event and there was no indication of fibrin or clots within the tube. Per the customer complaint record, bhcg qc was within the customer's established ranges prior to the event. Specific qc data has not been supplied to date. The customer noted that routine system checks were performed on (B)(4) 2011; both passed within instrument specifications. System check data has not been supplied to date. Per the customer complaint record, the customer performed a five replicate precision test on the sample and obtained very similar results to the repeat results (i.e. Approximately 5750 miu/ml). The customer stated to customer technical support (cts) that there were no errors posted to the event log in conjunction with this event. Service was not dispatched for this issue as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a lower than expected positive beta human chorionic gonadotrophin (bhcg) result above the normal reference range for one (1) patient generated by the access 2 immunoassay system. The erroneous result was not reported out of the laboratory. Subsequent testing produced higher, positive results in a different gestational category. The results provided by the customer are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attribute or connected to this event.